Manufacturer narrative:
The revive basket was returned without being inside the introducer sheath. The marksman microcatheter (ID 0.027¿) was not returned. Concerning cleanliness only, the revive system was returned in almost pristine condition. The system was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. The revive was returned without being resheathed. The first two photos were taken during the procedure. Enlargement of the second photo shows that a large amount of the thrombus adhering to the fractured leg. After cleaning by the end user, a large amount of protein can still be seen adhering to the proximal end of the fractured leg. The leg was fractured off the soldered section. This fracture appears to be ductile in nature requiring external force. No material defects were found. No other damages were found. No manufacturing defects were found. The complaint of the leg separation in the basket is confirmed. It was reported in the complaint description that, ¿¿the exact moment that the device became separated is unknown¿it is unknown what may have caused the separation¿¿ and without the return of the marksman microcatheter used in the procedure, the exact root cause of the basket¿s leg separation and how and when it occurred cannot be determined, however the most likely contributing factors to the leg separation may have been due to external force combined with distal interference and the patient¿s anatomy. The leg fracture is ductile in nature requiring external force. No material defects were found. The large amount of protein still found on the fractured leg after cleaning by the end user may be indicative of a larger protein/blood mass that existed distally to the basket during the thrombus retrieval. Protein has been found to be very dense and can produce device damage via distal interference. Additional contributing factors may have been the patient¿s vessels which were reported as heavily tortuous and the unreported diameter of the vessel in which the retrieval was attempted. The IFU has a contraindication for vessels with a diameter less than 1.5 millimeters and blood vessels with an extreme tortuosity. The vessels were reported to be heavily tortuous. In addition, without the return of the marksman microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The complaint of the capture difficulty cannot be confirmed. No hard evidence was received to confirm the subjective complaint of a capture difficulty and it was reported, ¿¿in the second attempt, the physician was able to capture thrombi and the vessels were re-canalized to the peripheral mca, however five minutes later the vessels were occluded again¿¿ it was stated that the original thrombi was captured on the second pass (the IFU provides a caution that the device should not be deployed more than five times), however the vessel became occluded again. It was not determined in the complaint event reporting why it became occluded again. It cannot be determined if the original retrieval of the thrombi produced additional debris that may have occluded the vessel, therefore the root cause of the capture difficulty cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, however external forces likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Furthermore patient anatomy as described in the complaint may have contributed to the device damage. The capture difficulty cannot be confirmed because the device was able to capture thrombus on the second and third pass. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. UDI: (B)(4).

Event description:
The contact at the facility reported that during percutaneous thrombectomy of the middle cerebral artery (mca) m1 region distal to treat the acute ischemic stroke the revive se (frs21452299 / t10088) could not capture the thrombus on the first attempt, successfully captured thrombus in subsequent attempts but a material separation was found near the distal end of the basket that connects to the distal radiopaque wire section was found separated. The patient's vessels were heavily tortuous and not calcified. A destination guide catheter (terumo, 5fr) and a marksman microcatheter (covidien) were used for this procedure. The physician first tried to approach to the target lesion site from the femoral artery (fa), but because he was unable to advance the guide catheter (gc) from the fa, the target site was therefore approached from the brachial artery. The physician then delivered the complaint revive into the target site, but thrombi could not be captured in the first attempt and the vessels were still occluded. In the second attempt, the physician was able to capture thrombi and the vessels were re-canalized to the peripheral mca. Yet when the fluoroscopic image was taken 5 minutes later, the image showed that the vessels were occluded again. At this point the thrombus from the second pass was removed from the revive basket by soaking it in heparin solution, therefore leaving the basket untouched. The physician conducted the third attempt, with which a small amount of thrombus was captured in the basket, and the vessels were successfully re-canalized to the peripheral mca again and the procedure was completed without a delay or adverse consequences to the patient. However, after the third attempt, it was found that one of the wires at the distal end of the basket cell got severed from the distal radiopaque section. After each attempt the revive was removed by removing as a unit with the microcatheter then by pushing the delivery wire and basket all the way through the distal end of the microcatheter without touching the basket. The patient was still alive a week after the procedure. Although the neurological dysfunction caused by the initial stroke remained, there were no adverse consequences such as hemorrhage and vascular injury to the patient due to the event. The aspects score prior to the procedure was 6 and the tici score after the procedure was 3. There was no information on the nihss score available. According to the physician, since it was the first time he used the revive, when at the target site to capture the thrombus, he maneuvered the device carefully by not pushing the wire forward to avoid putting too much pressure to the distal end. He instead conducted the deployment of the basket by concentrating more of pulling the microcatheter (mc) back. Although the vessels from the subclavian artery to the common carotid were heavily tortuous and the gc struggled to approach the target area, the delivery of the mc was smooth, and the physician did not experience any friction during the insertion / deployment / withdrawal of the revive. In fact, the physician commented that he was comfortable of maneuvering the revive, and the procedure was conducted very smoothly. The device was not torqued. The tortuosity within the mca was considered normal. It is unknown what may have caused the separation. The exact moment that the device became separated is unknown. The complaint product was new and stored per labeling instruction. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the product prior to the event. The complaint product will be returned for analysis. No further information is currently available.